Event description:
As reported to coloplast though not verified, pt was implanted with restorelle mesh. Later the pt experienced a painful band across the anterior vagina and urinary tract infections. A transvaginal removal of the band and subsequent sling placement were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.